Event description:
The physician reported that at a scheduled follow-up, the rv continuity was displayed as open, when the associated ovatio dr, (B)(4) was interrogated. A revision was scheduled for (B)(6)2010 to correct the problem. It was also reported that the rv continuity was at an elevated value during the follow-up performed in (B)(6).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.